Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of interrogation issues, when using the programmer head provided, however the programmer was able to interrogate with a known good head and wirelessly.

Event description:
It was reported that the programmer was only able to interrogate implantable cardiodefibrillators but not pacemakers. Numerous attempts were made. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.